Manufacturer narrative:
Evaluation results: one medfusion pump was returned for investigation in used condition. The tamper seal was removed on the bottom case. There was also damage to the plunge assembly. There was a chip on the lower left front corner. The right plunger case and battery door were also cracked. A review of the event log history showed the reported motor rate error. The investigator subsequently performed an occlusion test. The motor rate error was replicated during the occlusion test. The issue occurred because the motor assembly, lead screw, and clutch halves were worn. Normal wear and tear was established as the root cause. The pump was over 8 years old. The aforementioned components were replaced. The pump subsequently passed the functional tests.

Event description:
It was reported that when performing an occlusion override test, the medfusion pump kept producing an override failure. In addition, the pump's screen was damaged. There was no patient involvement. The product problem was observed during a calibration check.